Event description:
It was reported by the rep that the (6) 355ld devices were used during a lap chole procedure. It was reported that the case was completed and slowed because of the air loss due to torn gaskets. The surgeon used hook cautery. The or time was extended by five minutes.